Event description:
In 9/2003, a ventricular assist device pt being supported by a portable pneumatic driver reported that both batteries were depleted and no alarms were noted. Pt said that machine "stopped" even though it was plugged into wall outlet. The pt replaced both the batteries and the driver restarted without incident.